Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. If the patient requires medical or surgical intervention to treat thrombosis, the event is reportable. In this case intervention was required. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and procedural factors. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case it was reported via the implant patient registry that a patient with a 23mm aortic valve implanted had tee which showed suspected right heart thrombus on post operative day eight. Patient underwent elective aortic valve replacement with a 23mm aortic valve. Post-operative tee showed good valvular function, preserved biventricular function with no wall motion abnormalities. On post-operative day eight, patient suddenly developed ventricular tachycardia. Patient became obtunded and ecls was initiated including multiple attempts at cardioversion. Patient was unable to regain a perfusing rhythm. Patient was intubated. Decision was made to initiate emergent ecls. Bedside tee was performed and was positive for significant pulmonary emboli and suspected right heart thrombus. It was determined that this right heart/venous thrombus could have contributed to the poor flows. Patient was transferred to operating room for valve thromboembolectomy. They were unable to achieve adequate cardiopulmonary bypass flow. Exploration of pulmonary arteries did reveal some embolic burden on left and a small amount of thrombus in rv. Patient status was inconsistent with opportunity for meaningful recovery or adequate brain perfusion. Surgeon explored the ivc and svc in an attempt to remove thrombus and improve flows; however, this did not result in a flow improvement. Patient expired on post-operative day nine due to cardiopulmonary collapse in setting of pulmonary embolism, ventricular tachycardia, and recent aortic valve replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.